Manufacturer narrative:
Event date: this event occurred during the unspecified date and month of 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) folfusors sv (small volume) overinfused. It was further reported that the devices were running for 5.5 hours instead of 8 hours. The devices contained deferriozamine 2.5g in 32ml water for injection. This was observed during patient infusions. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
The lot was manufactured from september 2, 2020 - september 3, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.